Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Control unit paint was peeled off. Connecting tube was deformed. Distal end cover was damaged. There was leaked at instrument channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection, olympus repair center found that a part of the distal end fell off. Olympus inquired to the user facility about this phenomenon and found that there were no reports of injuries including dropping of parts into the patient's body. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to applied physical stress for the device by the user handling. If significant additional information is received, this report will be supplemented.